Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the glass cap and the fiber are fractured proximal to the glass cap open end. The glass cap remains attached to the fiber. The glass cap exhibits drilled through condition; devitrification, char, and detritus. The fiber/ cap conditions could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was suspected to be related to excessive bending when the user handles the product; localized heat accumulation/ user handling due to anatomical/ procedural factors encountered during the procedure, limiting the performance of the fiber.